Manufacturer narrative:
(B)(4). Evaluation summary: the device was found broken in two parts. The shaft was broken close to the end of the hypo tube. The balloon appeared not inflated and still folded. Several bent points were detected on the hypotube. The distal part of the shaft was found stretched close to the broken end, shaft was kinked in two points. No further abnormalities were detected on the device.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep rx pta balloon catheter to treat a lesion in the common iliac artery exhibiting no stenosis or calcification. The device was inspected prior to use with no issues noted. No resistance noted during delivery of the device to the lesion. During the advancement of the device along the iliac bifurcation the balloon shaft broke at the rapid exchange port in two pieces and the balloon got stuck in the patient's iliac artery. The device was removed with a gooseneck snare. No further clinical sequelae reported for this event. The device was used with a 6f sheath and a .014 gw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.